Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative reported that the hcp notified them that the patient was getting zapping at the ins site and in their hand, starting within the past 1-2 months. The representative reported that this occurred a few times a day throughout the day and that the patient can recreate the zapping by pressing on the top part of their ins. The representative reported that the impedances were measured by the hcp and found to be within normal range. The representative reported that the zapping does not bother the patient. The representative reported that the patient's therapy was unchanged and that the patient can recharge normally. The representative reported that the patient was going to follow-up with the hcp and has no further information.